Manufacturer narrative:
The product was not returned for analysis. The device history review did not show any anomalies or deviations in the manufacturing process. Similar event investigations have shown that the upper pivot pin spun un-lubricated by fluid resulting in a deformation of the plastic surrounding the pin. This condition likely resulted in the impeller beginning to wobble and the generation of noise. Medtronic is monitoring for similar events. (B)(6). (B)(4).

Event description:
Medtronic received information that the patient was waiting for lung transplant and was started on vv ECMO. After three days on ECMO, flows dropped to 1.7 so fluid bolus was started but flows did not improve. A few minutes later, the pump started making a grinding noise (not associated with the actual machine but with the disposable circuitry) and forward flow was no longer present. The physician and perfusionist were at the bedside. A new circuit was called for immediately and a new system was applied by the physician. Oxygen saturation (sao2) did not fall below 87%. Patient was bagged during the event on 100% flow of oxygen (fio2). (Note: the pump was used in conjunction with maquet quadrox d oxygenator). The pump was not available for return. There were no adverse patient effects.

Manufacturer narrative:
(B)(4) analysis: no product was returned for analysis. Conclusion: our investigation into this issue is ongoing. Upon completion of our investigation, further information will be provided. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.